Event description:
It was reported the stimulation had turned on after the device was turned off with the patient therapy controller on three separate occasions. Each time, the patient was in the car that has motorized seats. The patient will keep a diary of events of future events. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.